Event description:
It was reported that a spectrum iq infusion pump alarmed unspecified occlusion error during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "occlusion error" was not reproduced. The device was sent to flow line for downstream occlusion testing and upstream occlusion testing with a passing result. A review of the event history log revealed multiple occurrences of the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the upstream fluid numbers out of specification and unable to calibrate. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.